Manufacturer narrative:
Investigation summary: nine unopened samples were received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the secondary sets received show evidence of foreign matter at the distal male luer connector. A device history record review for model 40000-07t lot number 20095691 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 07sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue is excessive epoxy applied to the male luer connector during manufacturing of the secondary set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 9 sec 20dp, texium & hanger v/nv sets had white foreign residue on their male luers. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: white residue at male leur.